Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for troponin t hs stat between a cobas e 411 immunoassay analyzer and cobas 6000 e 601 module. The patient was initially tested on the e411 analyzer with a result of 26.81 ng/l. This result was reported outside of the laboratory. The sample was repeated on the e601 module with a result of < 3.00 ng/l. The sample was repeated on the e411 analyzer with a result of 29.22 ng/l. The sample was repeated again on the e601 module and the result was < 3.00 ng/l. A new sample was obtained on (B)(6) 2018 and the result from the e411 analyzer was 26 ng/l and the result from the e601 module was < 3 ng/l. The customer is not sure which results are correct. The customer is not having any issues with other patient samples when tested on both instruments. The same troponin t hs stat reagent lot was used on both instruments. An interference is suspected. There was no allegation that an adverse event occurred. The e411 analyzer serial number is (B)(4). The e 601 module serial number was not provided.

Manufacturer narrative:
A sample was submitted to the manufacturer for investigation of a possible interferent, but arrived with the tube open; no sample remained for testing. Based on the data provided a general instrument issue or reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.